Manufacturer narrative:
Evaluation summary: no engineering analysis could be done with available information. Exact cause for current situation is unknown. No product or x-rays were returned for review. Device history records indicate manufacture to specification.

Event description:
It is reported that the device was implanted in 1996. Post-op there was dissociation between the shell and liner. Revision surgery was performed nine months later, where head impingement and cracked shell were observed.